Event description:
The user facility reported a (B)(6)-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed to support a patient admitted with fibrillation and long term coumadin therapy. The team could not control the access site bleed from the high inr despite a 2hour hold and so the team explanted the pump, placed a perclose and an angioseal and ballooned for hemostasis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that the bleeding was due to a high bleeding time. Therefore, the root cause of the access site bleed was most likely due to anticoagulation management. D4-updated model number.